Event description:
The customer contact reported a tubing separation. An unspecified plumset was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing separated from the male adapter. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.